Manufacturer narrative:
The reported events of premature battery depletion and inability to interrogate were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes the patient was stable before, during and after the procedure.

Manufacturer narrative:
The device is included in the subset of assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021 which identified a moisture ingress anomaly, potentially leading to loss of capture, increased current drain, impacting battery longevity, resulting in premature depletion or early explant.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. It was noted that several attempts to interrogate the pacemaker failed. A magnet was then placed over the pacemaker. No change in heart rhythm was observed. The pacemaker's battery was determined to have prematurely depleted. The pacemaker had previously been interrogated on 07 aug 2024 and 12 nov 2024 and had indicated 1.3 years of battery life left. The pacemaker's battery was found to have depleted on 22 nov 2024. The pacemaker was explanted and replaced.